Event description:
It was reported that the ventilator was autocycling while on a patient, in volume control mode. The ventilator was taken off the patient, the patient was bagged and swapped out with another ventilator. There was no patient injuries. This complaint was generated from a call screening.